Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked from the foley catheter after it was inserted into the patient in the operating room, so the user tried to remove the catheter, but it came right out. There was only 2 cc of water left when the user checked with a syringe. It was mentioned that there was no balloon rupture or tear, also mentioned that the event occurred one day after the placement.

Event description:
It was reported that urine leaked from the foley catheter after the catheter was inserted into the patient in the operating room so the user tried to remove the catheter but it came right out. There was only 2 cc of water left when the user checked with a syringe. It was mentioned that there was no balloon rupture or tear and also mentioned that the event occurred one day after the placement.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Visual inspection of the exterior of the sample did not find any evidence of a failure that would support the reported event. The catheter balloon was inflated with air while submerged in water and noted no air bubbles were leaking from the catheter. The balloon was inflated with 10 ml of water and performed a leak test. On the seventh day the balloon was fully inflated with no signs of leakage. The catheter was dissected and inspected the rubberize layer and confirmed no leakage along the rubberize layer of the lumen. The returned sample had met specifications. The product did not caused the reported failure. A potential root cause for this failure mode could be due to a thin rubberize thickness or mechanical failure or operator error or bubble void on rubberize layer which leads to lumen to lumen leak. However this could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder or urethra may be injured.] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex. (2) patients with known allergy to silver coated catheter."